Event description:
The user facility reported that a 68-year-old male patient implanted with the impella 5.5 for mechanical circulatory support experienced pump positioning issues. The device came fully out of the left ventricle, and it was noted that the centimeter mark on the catheter did not change. The patient was taken to the operating room (or) where the surgeon attempted to reposition multiple times via transesophageal echocardiogram (tee) unsuccessfully. A new device was subsequently implanted. Additional information indicated that the tuohy-borst was properly locked, and the 3-point fixation technique was utilized; however, it was also noted that the patient was ambulatory and walking. There was no reported harm to the patient.

Manufacturer narrative:
The investigation into the reported positioning issue was completed. The device was not returned for evaluation. Based on the information that the patient was ambulatory at the time, the root cause of the reported positioning issues was most likely related to patient movement. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.